Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire stuck was experienced. During preparation of the farawave pulsed field ablation (pfa) catheter, upon full deployment into flower shape, the guidewire got stuck. The physician however managed to pull the guidewire after a few attempts, and the guidewire was freely moving. The physician decided to continue to use this catheter to begin the procedure. After a few pfa applications in basket, the physician made attempts at his first flower application but was again faced with the same issue of guidewire stuck and unable to retract or advance the guidewire. Subsequently, the catheter was replaced. No tissue was seen at the tip of the catheter or guidewire. Using the same guidewire and the new catheter, the procedure was successfully completed. There were no patient complications. The catheter is expected to return for analysis.

Event description:
It was reported that guidewire stuck was experienced. During preparation of the farawave pulsed field ablation (pfa) catheter, upon full deployment into flower shape, the guidewire got stuck. The physician however managed to pull the guidewire after a few attempts, and the guidewire was freely moving. The physician decided to continue to use this catheter to begin the procedure. After a few pfa applications in basket, the physician made attempts at his first flower application but was again faced with the same issue of guidewire stuck and unable to retract or advance the guidewire. Subsequently, the catheter was replaced. No tissue was seen at the tip of the catheter or guidewire. Using the same guidewire and the new catheter, the procedure was successfully completed. There were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned without the original guidewire inserted. Functional testing was performed, and a guidewire was able to be advanced and withdrawn through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.